Event description:
The customer reported that the side firing fiber was noticed to have commenced forward firing at 94,808 joules during a prostate procedure. The procedure was completed with a second fiber. There was no injury reported.

Manufacturer narrative:
(B)(4).